Manufacturer narrative:
The device has not been returned for evaluation. To date, there have been no further updates from the customer concerning the status of the device, the repair request, or any other assistance required from zoll.

Event description:
It was reported that before use, the device experienced technical failure 300 and 545. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.